Event description:
It was reported that peeling of the polymer jacket secondary to core fracture occurred on an asahi gladius mongo guide wire during a percutaneous peripheral intervention to treat a moderately calcified chronic total occlusion in the anterior tibial artery. Via distal puncture site, the guide wire was advanced with a non-asahi ichibanyari microcatheter. The tip of the guide wire became trapped in between the lesion and the tip of the microcatheter. Upon removal, the polymer jacket approximately 1cm from the tip was peeled off and the core was fractured along with elongated coil. No additional intervention was necessary and the procedure was resumed with a new guide wire. Plain old balloon angioplasty was competed with reestablished blood flow. There were no adverse patient effects associated with this event.

Manufacturer narrative:
Manufacturing site: (B)(4), registration number: (B)(4). The gladius mongo guide wire was returned for evaluation. The distal part of the returned guide wire was deformed in a loop distal to the proximal solder that was set at 85mm from the tip to fix the coil onto the core. The coil and the polymer jacket on top of the coil were found stretched from the proximal solder for approximately 60mm and the elongated coil was exposed. The ball tip remained at the very distal end of the elongated coil. The polymer jacket was removed for observation purposes. Elongation of the coil, approximately 100mm in length, was originated at the mid solder that was set at 27mm from the tip. At approximately 20mm distal to the mid solder, the inner coil that is a part of the core was wrenched off with the straight core that is another part of the core. On the distal side approximately 7mm proximal to the tip, the inner coil and the straight core were wrenched off. The elongated coil remained in one piece. Measurement of the core suggested the guide wire was returned in its entirety except for the polymer jacket; the polymer jacket was elongated with the coil so that it was unable to determine whether there was a missing piece of the polymer jacket that could remain in the patient. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with wire manipulation had most likely contributed to the core fracture. The applied stress would accumulate and therefore exceed the product design limit when the tip movement was being restricted by the trapping lesion. Elongation of the polymer jacketed coil was likely occurred during removal. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: warnings: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip. Otherwise, the guide wire may be damaged and/or vessel trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. Malfunction and adverse effects: breakage of the guide wire.